Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found out of specification in relation to the customer reported system error 320 alarm which was reproduced. A review of the event history log identified the presence of system error 320. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a the upper latch switch. The upper auxiliary assembly requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 320 (latch switch error) during use at the intensive care unit (ICU). There was no report of patient injury or medical intervention associated with this event. No additional information is available.